Event description:
It was reported that during a vaivt procedure, the balloon ruptured upon inflation at the target site. A replacement device was used, and the procedure was successfully completed. No patient injury was reported. Note: this is report 1 of 2 related to the first catheter used in the event.

Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk associated with this type of device, and given the nature of the product and the procedures in which it is used, this event is considered a known complication. Procedural factors or anatomical features, such as calcification or plaque, may have contributed to the reported issue. As stated in the instructions for use (IFU), complications may occur during the use of embolectomy catheters. These may include, but are not limited to: intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may also occur. The possibility of balloon rupture must be taken into account when evaluating the risks of catheterization procedures. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Note: this is report 1 of 2 related to the first catheter used in the event.